Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was oil gel globules. This affected 6000 tubes. The following information was provided by the initial reporter. The customer stated: "the problem of oil gel globules in biochemical yellow tube leads to frequent needle blocking in biochemical instruments in outpatient and clinical laboratory departments."

Manufacturer narrative:
The following field was updated due to corrected number of occurrences information: it was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was oil gel globules. This affected 400 tubes. The following information was provided by the initial reporter. The customer stated: "the problem of oil gel globules in biochemical yellow tube leads to frequent needle blocking in biochemical instruments in outpatient and clinical laboratory departments."

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was oil gel globules. This affected 400 tubes. The following information was provided by the initial reporter. The customer stated: "the problem of oil gel globules in biochemical yellow tube leads to frequent needle blocking in biochemical instruments in outpatient and clinical laboratory departments."

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was oil gel globules. This affected 400 tubes. The following information was provided by the initial reporter. The customer stated: "the problem of oil gel globules in biochemical yellow tube leads to frequent needle blocking in biochemical instruments in outpatient and clinical laboratory departments."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 3 photos and 1 video were provided for investigation. The photos and video were reviewed and the indicated failure mode for oil gel globules was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to oil gel globules were observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was able to duplicate the customer¿s indicated failure mode (oil gel globules) because the defect was evident in the testing of the complaint lot samples. Replicates of retention samples of lot 2017134 showed a degree of the defect. All other visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode oil gel globules. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to oil gel globules were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.